Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009; 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the their old implantable pulse generator (ipg) was inactivated and not explanted and as a result the "two devices are interfering with each other, which lead to a multitude of issues." It was reported that the "battery failsafe" kicked in on the old ipg approximately a year after the new ipg was implanted it caused the patient to experienced an accelerated junctional rhythm / arrhythmia. The old ipg remains inactivated in patient and the new ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that their old implantable pulse generator (ipg) had reached elective replacement indicator (eri). The ipg was explanted and the patient is feeling better.